Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was calling for assistance; they needed to turn it up, they did not feel stimulation. They said at implant yesterday, they did not do it because the patient was sleeping. They said they were told the manufacturer representative (rep) would call today, but they did not. They stated the rep told them they were going to leave their phone number, but the only number left was the number for the manufacturer help line. The patient was worked with to work with their equipment to synch. They reported they were on program 1 at 0.1 volts. Information about increasing stimulation was reviewed, and the patient increased a little bit/to the point they reported feeling stimulation in the incision area/at the ins site. They expected to feel stimulation in their vagina area. It was recommended they reduce down so they no longer felt stimulation in their incision area, so they reduced back to where they did not feel stimulation. An offer was made to send an email to the patient with system education information. An offer was also made to email the reps to call them back. The patient said they hoped to have an appointment with a rep to learn more about the equipment. The troubleshooting steps that were taken on the call resolved the issue. The rep noted they had tried reaching out three times, but would reach out to the patient again the following day.